Manufacturer narrative:
Based on the information provided no conclusion can be made. At this time there has been no diagnosis connecting the patient¿s reported pain with the implant. The patient reports that he will continue to consult with his surgeon regarding treatment. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2010 the patient was implanted with a bard composix lp hernia patch. The contact reports that in 2014 or 2015 the patient underwent gallbladder surgery at which time the surgeon noted the composix lp hernia patch to be in good position. It is reported that the patient has been experiencing pain in his abdomen and when he sits in the upright position it feels like he has a "football" in his stomach. As reported the patient underwent a colonoscopy and an endoscopy procedure which both revealed normal results. The patient had a CT scan that also did not show any issues with the hernia repair and did not show recurrence. The contact reports the patient's doctor has stated that scar tissue is the cause of the pain. The contact states the patient will consult with his surgeon to discuss having an exploratory procedure performed to examine the mesh as all other non invasive testing has been negative.